Manufacturer narrative:
We checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).